Event description:
This device was returned without documentation from medtronic. Medtronic did not have any information on the leads that were replaced. The patient's following physician did not have any information on file. There are no known complaints against this device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the distal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection of the returned lead fragment revealed that the distal part of the lead was partly pulled out of the ring electrode. This damage occurred most likely due to tensile forces applied during the explantation. Furthermore cuttings in the insulation and deformations of the inner conductor coil were observed. Tensile forces applied during the explantation procedure should be taken into consideration. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.